Event description:
Healthcare professional reported right side rupture of the prosthesis, capsular contracture baker grade IV, late voluminous seroma and excessive concerns regarding the inclusion of silicone prostheses. The record relates to the right side. The device has been explanted. Treatment is performed through corticoid, antibiotic and drain. Later reported "right breast a thick capsule very adhered to the breast tissues, muscles and chest wall" and "gel spread".

Manufacturer narrative:
Adverse event problem(s): health effect - impact code 4: f1903; health effect - impact code 5: f2303. Initial reporter phone number : (B)(6). Initial reporter postal code: (B)(6) a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV , rupture, adhesion, seroma-late.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ seroma -late : unable to observe as it is a medical event that is not related to the device. ¿ rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture : unable to observe as it is a medical event that is not related to the device. ¿ adhesion : unable to observe as it is a medical event that is not related to the device. ¿ anxiety-product/procedure : unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side rupture of the prosthesis, capsular contracture baker grade IV, late voluminous seroma and excessive concerns regarding the inclusion of silicone prostheses. The record relates to the right side. The device has been explanted. Treatment is performed through corticoid, antibiotic and drain. Later reported "right breast a thick capsule very adhered to the breast tissues, muscles and chest wall" and "gel spread".